Manufacturer narrative:
The report of a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message observed on the autopulse platform (sn (B)(4)) was reproduced during functional testing and confirmed based on the archive data review. The root cause is due to a defective load cell. The autopulse platform is a reusable device and was manufactured on 10 oct 2007. It has exceeded its expected service life of 5 years. The archive data was reviewed and contained multiple occurrences of ua 7 error message on the customer reported event date of (B)(6) 2017. Additionally, a user advisory (ua) 12 (lifeband not detected) error message which was subsequently cleared by the user was also recorded on the event date. A ua 12 is an indication that the platform has detected that the lifeband is not properly installed. This ua 12 error message is unrelated to the ua 7 error message. The platform was functionally tested and during power up displayed a ua 7 error message during initial power on. The root cause is due to a defective load cell. As part of routine service during testing, the platform was examined and found physical damages. This observed issue is unrelated to the ua 7 error message. Upon customer approval, the load cell and the damaged parts will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and (B)(4) reported on (B)(6) 2014 was reported for the autopulse platform sn (B)(4) for the same ua 7 error message due to a defective load cell.

Event description:
As reported, the user experienced a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the autopulse platform (sn (B)(4)). The issue occurred during routine check. No patient involvement.